Manufacturer narrative:
(B)(4).

Event description:
It was reported that "upon inspection and prior to use it was noticed that the cuff would not inflate."

Event description:
It was reported that "upon inspection and prior to use it was noticed that the cuff would not inflate." Associated complaints 804041 2-2025-00088 and 8040412-2025-00086.

Manufacturer narrative:
(B)(4). The reported defect 'the cuff would not inflate' was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection revealed a tear on the cuff. Functional inspection revealed that the cuff was unable to inflate and maintain its pressure at 25 mbar. The large tear on the cuff prevents the cuff from inflating. An examination of the manufacturing procedures indicated that all tracheal tubes undergo 100% visual inspection, inflation and deflation test conducted during inspection and any out of specification would be detected and rejected as part of product release criteria. A device history record review was performed, and no relevant findings were identified. It is possible that the damage resulted from external or excessive physical force, however the exact root cause of this issue could not be determined.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow-up report will be submitted with investigation results.

Event description:
It was reported that "upon inspection and prior to use it was noticed that the cuff would not inflate." Associated complaints 8040412-2025-00088 and 8040412-2025-00086.